Manufacturer narrative:
The vertek arm was returned and analyzed. It was found to be fully functional and locked and released as designed. Cosmetically, the arm was in good condition. (B)(4). The return provided an update to the lot number - 3140/120312. Additional codes: ime and imf codes have been added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9734252, serial/lot #: (B)(4), ubd: 01-jan-2050. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intr a-operatively, after registration was completed, it was confirmed that there was accuracy. When the accuracy was checked after the device was replaced with the sterile frame, a deviation of about ten millimeters was confirmed. Use of the navigation system was discontinued to use and the procedure was completed with no reported impact to patient outcome. There was no reported surgical delay. It was suspected that the support arm had moved when the sterile frame was attached.